Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump was dropped, resulting in a cracked and nonfunctional touchscreen that rendered the device not watertight and necessitated replacement. Symptoms included no reported adverse health effects. Outcomes included the user discontinuing the damaged device and continuing glucose monitoring with a cgm application or receiver while awaiting replacement. Investigation included review of the event details, verification of device identifiers, and logistical steps for shutdown and data synchronization prior to return. Investigation of this case revealed physical damage to the touchscreen component consistent with user-induced impact, leading to loss of display function and inability to operate the device. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact.